Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective therapy ever since their initial implant. As a result, surgical intervention took place on (B)(6) 2024, where in both the patient's leads were repositioned to address the issue. Patient now has effective therapy.